Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified one crack opening, white particles in device inner surface and flat creases. Leak test and microscopic analysis was performed which identified one opening crack and one sharp opening. Based on the device analysis the final assessment is: -one opening crack assessed as cracked valve seat diaphragm valve. -one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.